Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a revision/surgery on (B)(6) 2018. The patient reported that the implantable neurostimulator (ins) was removed and re-implanted because the ins flipped. It was noted that this is the second time it had flipped on her. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the cause of the ins flipping was unknown. No further patient complications are anticipated or expected as a result of this event.